Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in ped at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the footboard membrane switch was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the footboard membrane switch and the issue was resolved. Based on this information, no further action is required.